Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-31537 - device 3 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6)2024, patient faced three infusion sets crimped cannulas within 3 hours of insertion. Patient's blood glucose at the time of issue was 380 mg/dl. Patient took correction injection via multi daily injections to address high bg. Site of insertion was abdomen. Patient replaced infusion set and resumed insulin successfully no further information available.